Manufacturer narrative:
The returned unit was visually and functionally examined. A leak was confirmed from inside the catheter handle due to a damaged lumen 25.5 cm from the tip. In addition, there was no continuity on electrode #4 due to a broken conductor wire and s shaped curve was noted on the catheter, indicating potential over-torque/use.

Event description:
It was reported that during a pulmonary vein isolation procedure in the left atrium, the physician was having trouble isolating a left superior vein when he noticed that the catheter handle was leaking saline through the irrigated tubing. The catheter was replaced with the same model catheter and the case was continued without problems. There was no harm to the pt.